Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff of this tracheostomy tube ruptured after 2-7 hours of use with a patient. This patient was on a ventilator in the intensive care unit. They experienced irritation and discomfort as well as anxiety and coughing due to the cuff rupture. The patient was given multiple doses of fentanyl and propofol. No additional adverse patient effects were reported.